Event description:
It was reported "during an exchange nail (gamma 11x420/130o to gamma 13x380/130o) for nonunion of metastatic fracture, this percutaneous device broke. Chief resident was attempting placement of fatty gamma nail w/ resistance. He manipulated perc device when it broke. The nail and device were removed, reaming was progressed to 16mm and nail and was placed with standard inserter without further incident. Failure was speculated to have occurred due to high moment arm stresses during first implantation attempt.